Event description:
It was reported that this lead was explanted due to the patient fell and it was confirmed that the leads dislodged. New leads were successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.